Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the customer¿s pump had a blank display. The customer¿s blood glucose was 13.8 mmol/l. The caller said that the customer went swimming but had disconnected the pump prior. However, the pump was accidentally dropped in the water. There was no damage to the pump but there was fluid behind the lcd display. The insulin pump will be returned for analysis.